Event description:
Device was found to be in back-up mode upon interrogation. The patient recently underwent radiation therapy. The device was re-initialized and programmed back to original settings. Follow-up testing was also performed. On (B)(6) 2013 - the device showed eri early and an error message upon interrogation. The patient has had recent radiation therapy. The device was reset, reprogrammed, and a full follow-up was performed. The device remains implanted. On (B)(6) 2013 - this device was explanted on (B)(6) 2013.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Manufacturer narrative:
Upon receipt, the device was interrogated, confirming the device status eri. The ICD was implanted for 3 months and 1 charging cycle was recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the ICD activated the eri status, because it detected invalid memory content in the live-holter during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content found in the live-holter, the ICD will, by design, activate the device status eri to avoid an incorrect automatic longevity calculation. After repairing the memory content using a technical programmer, subsequent interrogation of the device showed the battery status bol. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the clinical observation resulted from invalid memory content in the live holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. After the correction of the invalid memory content, the device proved to be fully functional. Therefore, it cannot be excluded that the reported radiation therapy may have contributed to the clinical observation.